Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a closed reduction with internal fixation of right neck for femur procedure approximately six (6) months ago. During that procedure, 7.3mm cannulated screws were implanted percutaneously into the femoral neck along with an angled blade plate due to a sustained motor-cross injury. It was later discovered that the bone did not heal due to a non-union. The surgeon attributed the non-union to the bone¿s failure to unite and not a failure of the screws, which were removed fully intact. The three (3) cannulated screws were removed along with the angled blade plate. An osteotomy was then performed to increase the neck angle and a plate was inserted (it is unknown if the original plate was re-inserted or if a new one was utilized). This report is for one (1) unknown angled blade plate. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Patient identifier is not available for reporting. Date of postoperative non-union is unknown. This report is for one (1) unknown angled blade plate. The exact date of the initial procedure is unknown, but reportedly took place six (6) months earlier. It is unknown if this plate was reinserted during the revision procedure or if it too was explanted. (B)(6). Unknown, as specific part and lot numbers for the complainant plate were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.